Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial implant, the left ventricular (lv) lead was unable to be inserted into the pacemaker due to the set screw of the device being too tight. The event was resolved by loosening the set screw to enable connection of the lv lead to the pacemaker. The patient was in stable condition.